Event description:
A 2.5 mm diameter x 14 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of two restenosed endeavor drug-eluting stents in the mid circumflex. (MFR report # 3953200-2008-01041). It was reported that two endeavor drug-eluting stents were successfully implanted in the mid circumflex three months ago. However, it was noted that the patient had in-stent restenosis. Lesion morphology was reported to have a high degree of restenosis of 60%. The lesion was pre-dilated. The endeavor delivery system was inserted; however, met with some resistance and was unable to cross the lesion. During the initial advancement of the delivery system, the stent caught on the strut of the previously deployed stent and dislodged. The physician repositioned the balloon and crushed the undeployed stent into the vessel wall. The patient is stable.